Manufacturer narrative:
The exploratory laparotomy was on (B)(6) 2008 and patient had port placement procedures on (B)(6) 2011 and on (B)(6) 2012 for chemotherapy.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2004 and morcellex was used to remove uterus, ovaries and cervix due to fibroids and bleeding. Prior to the surgical procedure, a cancer was not detected, but the uterine sample, which was removed during the surgery, indicated that the patient had uterine leiomyosarcoma ca. It was reported that the patient underwent an exploratory laparotomy on (B)(6) 2008 and no metastatic disease was detected. The patient began to experience abdominal pain in 2009 and CT scan did not detect ca. During (B)(6) 2010 the patient began to experience incontinence and frequency of urination, and a CT scan performed on (B)(6) 2010 revealed two large abdominal masses. The patient underwent a surgical procedure on (B)(6) 2010 to remove grade ii leiomyosarcoma tumors. It was also reported that the patient underwent multiple chemotherapy regimens and surgeries. The patient died on (B)(6) 2013.

Manufacturer narrative:
(B)(4). Conclusion: the device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue.